Manufacturer narrative:
No product was received for this event for failure analysis investigations.

Event description:
It was reported during a da vinci-assisted nipple sparing mastectomy procedure, a 9 mm skin burn was noticed 2 cm lateral to the right nipple. The procedure was continued and completed as planned. The surgeon reported that the fenestrated bipolar forceps (fbf) instrument tip is not fine, which created difficulties seeing how much tissue was in the jaws while cauterizing during the procedure. Bacitracin ointment was applied to the two small superficial wounds and the patient was advised to continue application of vaseline gauze daily.